Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via email that insulin pump was damaged. Customer states reservoir compartment was crack and reservoir was not able to lock in place. Customer¿s blood glucose was 105mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked belt clip slot, stained address/serial number label and stained end cap sticker.